Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for this device shows the pad-pak was first installed on the (B)(6) 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between the (B)(6) 2013 and the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups mainly of ten minutes duration between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The battery fails recorded may be due to the pad-pak not being seated properly in the device, a partially depleted pad-pak being installed or the intermittent failure of the pogo pins. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.